Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) display went blank. The cables were checked and the display came back on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using a heart lung machine (hlm) during cpb, at which time they were checking cables at back of the ccu. There was no information in the complaint as to why the user was checking cables. Although, the user observed the local control screen went blank. It was unclear if this occurred as a result of the user manipulating the cables. The user stated there was no loss of centrifugal pump flow. The display booted back up spontaneously, and as a result there was no delay to the procedure, no injury reported, or blood loss.

Manufacturer narrative:
The field service representative (fsr) performed a functional check of the unit and could not duplicate the reported issue. He replaced the ccu. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per data log review: the system was powered up on (B)(6) 2022 and a perfusion screen was opened at 07:08:15 am. On (B)(6) 2022 the system was still powered on the perfusion screen. The pump was started and stopped a few times and the perfusion screen was exited at 03:39:33 pm. Since the pump remained functional, most likely only the display was lost. During laboratory analysis, the product surveillance technician (pst) connected the centrifugal control unit (ccu) to lab use only (luo) testing equipment. The ccu was monitored for 120.5 hours with no observation of a display going blank. It was determined that the ccu met specification. The service repair technician (srt) checked all connections inside the ccu with no issues found. The cable assembly was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.